Manufacturer narrative:
Full event site name: (B)(6). Product status: the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that a patient had an intra-aortic balloon (iab) inserted that worked successfully for 4 days, after which the patient seemed hemodynamically stable and the physician prepared to remove the iab. The physician could not remove the iab normally due to blood being found in the tubing and therefore a surgical removal was required. The patient expired, but the death was not attributed to the device by the facility.

Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed but the leak could not be located. We were unable to test the complete iab catheter for the reported problem due to its returned condition. However dried blood was observed within the iab. This most likely caused the reported alarm. Although the evaluation confirmed the reported event, we are unable to determine when this may have occurred. An evaluation of the product was unable to duplicate the reported problem or confirm a malfunction. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint : (B)(4).

Event description:
It was reported that a patient had an intra-aortic balloon (iab) inserted that worked successfully for 4 days, after which the patient seemed hemodynamically stable and the physician prepared to remove the iab. The physician could not remove the iab normally due to blood being found in the tubing and therefore a surgical removal was required. The patient expired, but the death was not attributed to the device by the facility.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that a patient had an intra-aortic balloon (iab) inserted that worked successfully for 4 days, after which the patient seemed hemodynamically stable and the physician prepared to remove the iab. The physician could not remove the iab normally due to blood being found in the tubing and therefore a surgical removal was required. The patient expired, but the death was not attributed to the device by the facility.